Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device displayed a "bridge test fail" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty insulated gate bi-polar transistor on the bridge board. Analysis for reports of this type has not identified an increase in trend.